Manufacturer narrative:
The customer did not return a sample for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The material or shape of the tip has not change. The only known cause for a change to the tip is if the single use device is autoclaved. This tip will become deformed if autoclaved. (B)(4).

Event description:
A surgeon reported that during cataract surgery, a patient experienced a capsule rupture during the polishing phase. The surgeon suspects that the polymer ia tip may have changes in the shape or material. Additional information has been requested.